Event description:
Caregiver reported to distributor that it seemed the unit would stop and no alarm would sound. There was no patient harm reported. This was reported to have occurred at the patient's home and at the outpatient diagnostic facility.